Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for parkinsons dual. It was reported that the patient had an infection on the side of their head and neck and had been taking antibiotics that were prescribed by his family healthcare provider. The patient also reported this was the second time they had antibiotics. The patient also reported that one time when they had their gallbladder removed the rep was there. There were no further complications reported as a result of the event. The date of event is approximate. Please reference reg report# 3004209178-2017-11802 for the related ins.